Manufacturer narrative:
(B) (4).

Event description:
Boston scientific crm received information from a boston scientific field representative that this patient was diagnosed with an infection, and passed away during a subsequent surgical attempt to extract the associated leads. It was reported the patient¿s superior vena cava was torn during the use of the lead extraction tool. There were no allegations against this lead.

Event description:
Per the clinic, the patient reported pain at the implant site and requested explantation. The patient was explanted (B) (6) 2010. No reimplantation is planned at the time this report was filed.

Manufacturer narrative:
(B) (4).